Manufacturer narrative:
The reported event is confirmed, cause unknown. The balloon dilation catheter an eagle inflation device were returned in the opened original packaging. A photo sample was submitted which showed the dilation catheter within the packaging, however, could not be evaluated for the reported event. Visual evaluation of the returned sample noted no irregularities, the catheter was free of kinks and no occlusions were noted. Both portholes of the outer shaft were inspected, and were present without flash. Though a specific cause cannot be determined a potential root cause for this event could be, "inadequate material selection". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: " do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "The x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Store the balloon dilation catheter in a cool, dry, dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials." Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that when preparing the balloon for dilatation during operation, the assistant found that water could not be injected into the pressure pump and judged that it may be due to balloon damage. The spare kit was therefore unpacked to proceed to the operation. Thereafter, the operation was done successfully, causing no adverse impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when preparing the balloon for dilatation during operation, the assistant found that water could not be injected into the pressure pump and judged that it may be due to balloon damage. The spare kit was therefore unpacked to proceed to the operation. Thereafter, the operation was done successfully, causing no adverse impact on the patient.